Event description:
Nurse attempted to use bd vacutainer device for lab collection from pt's PICC line. Unable to disconnect device from line and device broke off inside of PICC line. Unable to remove while tip from PICC line. Pt had to seek intervention at hospital to try and remove device but that was unsuccessful. Pt pending PICC line removal at time of reporting. Product apart of pre assembled lab kit provided by (B)(6). No serial number or lot number identified on product.